Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
The customer reported 5 false positive results on the alinity m sars cov-2 assay. According to the customer, the samples were retested on cepheid genexpert generating negative results. Customer continues to retest all "late positive" results as per their own criteria, and they affirm that most of them are not confirmed on genexpert, likely due to the difference in assay limit of detection (lod). The molecular application specialist (mas) reviewed the runs and identified that the results of 2 of the 5 samples reported by the customer generated failed negative control and failed positive control flags (fnc and fpc), due to controls having failed with a sample aspiration issue, at the exact same time the results of the samples were completed. Therefore the evaluation will be focused on the remaining 3 valid samples. From the assay performance, the curves look normal. The late amplification of the target results in a curve that does not reach the "plateau" level in time before the pcr cycles finish, but the formal aspects of the curve are all as expected. It was confirmed by the customer that the positive results were not reported outside the laboratory. There was no patient management impact reported due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint to date included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs involving the samples under investigation (samples which did not fail controls and were invalid) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138 is performing outside of established design performance specifications. Quality data review: the device history record review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 517138. No issues were found during quality control (qc) testing. Release testing met all acceptance and validity specification criteria. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138 and its components. The search did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138. The complaint history review identified two additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138. Both tickets have been elevated for investigation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138 was not identified; however, further review is currently being performed across the assay product line.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs involving the samples under investigation were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138 is performing outside of established design performance specifications quality data review: the device history record review for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 517138. No issues were found during quality control (qc) testing. Release testing met all acceptance and validity specification criteria. The CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138 and its components. The search did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138. The complaint history review identified two additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 517138. Both tickets have been elevated for investigation. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation; therefore, this complaint will also be dispositioned as confirmed. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1, 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2.